Event description:
It was reported that the rail on an unknown carroll healthcare bed was coming loose.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3003433498-2013-00269 indicting the manufacturer of an unknown dlx bed as carroll healthcare, registration #(B)(4) when the actual manufacturer is invacare (B)(4). The correct FDA registration # for invacareis (B)(4).